Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4); product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 4 years post the index procedure during a phone call with technical services the patient was concerned regarding a previous ''trunk'' procedure approximately one year previous. The patient stated that the physician has reassured him that there is no endoleak present associated with the trunk procedure. It is noted that the patient could not recall any other information in regards to the procedure. No additional clinical sequelae were reported.